Event description:
As reported through the fred x pas clinical study, event #4, asymptomatic ophthalmic artery occlusion. Event start date : (B)(6) 2024. Severity : mild. Was this a serious ae? : no. Was the ae caused by or associated with a technical event? : no. Relationship to study device: probable. Relationship to index endovascular procedure: probable. Relationship to use of ancillary device: not related. Relationship to study disease: possible. Relationship to concomitant disease: possible. Ae outcome: ongoing. Additional information indicated: treatment site: right carotid ophthalmic aneurysm index procedure performed: (B)(6) 2024. During the study procedure, two fredx devices were used to cover the aneurysm neck. The participant presented on (B)(6) 2024 for a regular scheduled 6m fu imaging. It was during this fu imaging that the asymptomatic occlusion was first seen on (B)(6) 2024. No action/ intervention taken as participant is asymptomatic.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for analysis. Therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies vessel occlusion as potential complications associated with use of the device.